Manufacturer narrative:
Product analysis for the second closurefast catheter reported in this event: the closurefast catheter was received for evaluation. No ancillary devices or cine images were received with the device. Visual inspection: a kink was noted in the catheter shaft located approximately 56.9cm proximal to the catheter distal tip. Inspection of the catheter heating element/coil showed that there was a bend in the heating element and the fep was damaged. The fep appeared to have melted which resulted in bubbling. The length of the observed damage was approximately from 2.8cm-3.8cm proximal to the catheter distal tip. Microscopic inspection of the fep damage revealed that the heating coil was exposed. Further microscopic inspection of the catheter pins revealed that all the pins were straight and attached. Resistance testing: the catheter connector was plugged into the resistance tester to perform continuity and resistance functional te sting. The catheter was tested according to specification and all values were within the acceptance criterion. Functional testing: the catheter was connected to the rfg3 and passed functional testing on the rfg3 generator. The catheter was recognized by the rfg3 generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, the device completed the cycle without an advisory message being seen. The catheter was run for a total of five cycles and passed all functional testing when plugged into the rfg3 generator. During each cycle time, the unit was subject to several additional tests such as movement in the power cable, pc board and strain relief. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a closurefast catheter with an rfg3 to treat the great saphenous vein (gsv). It was reported that when powering on the device, and while it was inserted into the patient an error message of ¿probe broken¿ was displayed. Another catheter was inserted into the patient and ¿piggy backed¿ along the original catheter in situ to avoid vein collapse. The first catheter was removed once the second catheter was in place. The generator was not reset and the same error was displayed for the second catheter once it was plugged in. A third catheter was opened and used and the same message displayed. This catheter was re-inserted three times. The generator was reset and once it was turned on no further error messages were displayed. The procedure was completed with the third catheter. No patient injury was reported. Rfg has been used successfully since this procedure with no issues.